Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis stations across multiple locations experienced bio ID failures following the es upgrade. The reported issue affected bio ID functionality, where authentication attempts failed and prompted users to sign in using an ID and password with a witness. The system also displayed messages indicating that bio ID was not available and defaulted to ID and password authentication with a witness. As a result, users were required to complete password expiration prompts and locate a witness when bio ID failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual devices used in the incident, it was determined that multiple pyxis stations across multiple locations were experiencing biometric identifier failures following the es upgrade. A technical support specialist (tss) confirmed that after upgrading to es version 1.11, biometric identifier authentication failed until the systems were rebooted. The customer acknowledged that rebooting the station was an identified workaround and agreed that users who experienced repeated spoofed or failed fingerprint attempts would re-register their fingerprints. The tss shared knowledge article bio ID failure after upgrade reboot fixes temporarily to resolve the issue. Permission to close the case was granted by the customer. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple pyxis stations across multiple locations experienced bio ID failures following the es upgrade. The reported issue affected bio ID functionality, where authentication attempts failed and prompted users to sign in using an ID and password with a witness. The system also displayed messages indicating that bio ID was not available and defaulted to ID and password authentication with a witness. As a result, users were required to complete password expiration prompts and locate a witness when bio ID failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.